Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged visualization of particles. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Additional information was received on mar 07, 2024 and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging visualization of particles that are related CPAP device's sound abatement foam. There was no report of serious or permanent patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. During the investigation, the manufacturer observed on the exterior of the device an unknown dust contaminant on the ui panel under the ui knob. A dark brown unknown contaminant was observed on the top enclosure on the humidifier side of the device, on the sd card slot cover, and on the side panel. Internally, manufacturer observed a clear, crystalized residue on the blower and inside the blower, on the right-side panel, and the bottom enclosure. Evidence of sound abatement foam degradation/breakdown was not observed. During investigation of the humidifier, an unknown red contaminant was observed on the flip lid assembly. The outside panel was observed to have an unknown contaminant on it. An unknown dust contaminant was observed around the iso port of the flip lid assembly, water tank assembly, and bottom housing. A dark, brown/black contaminant was observed on the top housing, bottom housing, and lower base. An unknown white contaminant was observed on the dry box assembly. Evidence of liquid ingress was observed on the bottom housing. The manufacturer was not able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found no error codes. The manufacturer applied power to the device and verified airflow. The manufacturer concludes that there was no evidence of sound abatement foam degradation and unable to address the patient's symptoms. Sections d9, h2, h3 and h6 has been updated in this report.